Event description:
It was reported that, upon interrogation, this device had a long charge error message. The battery remaining was 2%. The patient had received inappropriate shocks for supra-ventricular tachycardia. The shock impedance was 144 ohms. A review of the device downloaded memory confirmed there is a malfunction. Technical services advised to explant the device. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, upon interrogation, this device had a long charge error message. The battery remaining was 2%. The patient had received inappropriate shocks for supra-ventricular tachycardia. The shock impedance was 144 ohms. A review of the device downloaded memory confirmed there is a malfunction. Technical services advised to explant the device. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. A review of the device memory confirmed the long charge error code. The charge time never exceeded the limit of 45 seconds during testing. The memory also confirmed current drains had been intermittently high. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. The cause for the long charge time and intermittent high battery drains could not be established as the device was operating normally on return.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, upon interrogation, this device had a long charge error message. The battery remaining was 2%. The patient had received inappropriate shocks for supra-ventricular tachycardia. The shock impedance was 144 ohms. A review of the device downloaded memory confirmed there is a malfunction. Technical services advised to explant the device. There were no adverse patient effects. The system remains implanted.